Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that a (B)(6) male patient (weighting (B)(6) ) was hospitalized post cardiac arrest. Icy catheter was placed smoothly in left femoral vessel by a physician. The patient temperature at the start of the ivtm system was 35.5°c and the target temperature was 33 °c. Bubble sensor alarm, air in the system alert sounded. The customer changed the saline bag three times; however, the same issue persisted. The customer pulled out the icy catheter and no leak was observed. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.